Manufacturer narrative:
Per the tandem use guide, "replace the cartridge every 72 hours if using novolog¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an inaccurate fill estimate. Reportedly, the cartridge was in use for 5 days. Tandem technical support educated the customer on cartridge labeling. Customer's blood glucose level 185 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.